Manufacturer narrative:
The insulin pump was not received in manufacture mode. Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The insulin pump power up properly after battery installation. The pump received with operating currents within spec. The insulin pump passed selftest, rewind, seating, basic occlusion test and force sensor test. The pump was received missing battery cap contact and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery cap was cracked. The customer's blood glucose was 23 mmol/l. The product was returned for analysis.